Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there is no allegation of device malfunction. Per the instructions for use, device malposition requiring intervention and valve regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are several patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve or delivery system, severe septal hypertrophy, minimal valve calcification, and loss of pacing capture. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, as reported, the delivery system balloon came in contact with the preexisting prosthetic mitral valve posts during deployment, moving the valves aortic. Of note, the edwards sapien transcatheter heart valve, model 9000tfx, sizes 23 mm and 26 mm, is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a previously implanted aortic surgical bioprosthetic valve is off-label; therefore the labeling does not instruct the operator how to position the sapien valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist, during an off-label transapical tavr procedure (sapien in a prosthetic surgical valve), the sapien valve was implanted too aortic, creating a moderate paravalvular leak. A second sapien 23mm valve was implanted more ventricular with a good outcome. Additional information revealed the following: the patient had a preexisting prosthetic mitral valve and prosthetic aortic valve. The preexisting mitral valve had two posts extending into the lvot. The sapien valve was positioned 60:40 aortic on the sewing ring of the prosthetic aortic valve. During valve deployment, the delivery balloon came in contact with the mitral post, causing movement of the valve aortic, finally resting in an 80:20 aortic position. A moderate pv leak was noted and a second valve was placed within the first. The valve was positioned 50:50 and moved aortic during inflation. The second valve rested 70:30 on the sewing ring. The pv leak was trace. During deployment, ventilation was held, balloon inflation was held for three or more seconds, and pacing capture was not lost. According to the implanting physician, both valves moved aortic after contacting the mitral valve posts.